Manufacturer narrative:
The reported issue" was confirmed. No root cause can be determined at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A trend has been identified and a corrective action was previously opened to address this issue.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the unit is feeding more than programmed during testing.